Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for this product is bd-santo domingo. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Three electronic photos were provided for review. First photo shows the device within the sealed packaging, from the provided photo incorrect length blunt tip stylet was noted in the tip. Second photo shows the devices within the sealed packaging. Third photo shows the label of the product. Therefore, the investigation is confirmed for the reported incorrect length blunt tip stylet issue. An external investigation concluded that the root cause is manufacturing related, as the correct length blunt tip stylet was not included in the packaging at the time of manufacture, most likely as a result of a manufacturing line clearance issue. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date:06/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the package came with a blunt tip stylet that was much longer than the introducer and needle. There was no patient contact.

Manufacturer narrative:
The lot number of the device was provided. The device history records are currently under review. The device is expected to be returned for evaluation. The investigation is currently underway. Due to system limitations, the manufacturing location has been entered as unknown; however, the correct manufacturing location is bd (B)(4).

Event description:
It was reported that prior to a biopsy procedure, the package came with a blunt tip stylet that was much longer than the introducer and needle. There was no patient contact.